Manufacturer narrative:
Corrected data: upon further review it was determined that section h4 device manufacture date in the initial MDR report, the date jul 30, 2005 was inadvertently provided. The correct date is jun 30, 1998. Also, code h6. Health effect - clinical code, 4581 - appropriate term / code not available was inadvertently left out of the initial MDR report. 4581 - flap cut issues. Therefore, this supplemental report is being submitted to provide the correct data. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3: j&j's clinical application specialist (cas) was onsite, and observed the procedure. Cas determined that the issue was due to operator error. System performed as expected. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their right eye oculus dexter (od) flap was successfully lifted and iris registration was verified on the first attempt, however, an interlock error stating that the pupil was not found was generated. The physician suggested that the surgeon use a spatula to rub out some of the bubbles on the corneal bed as this was potentially inhibiting the activtrak system. Surgeon proceeded to do so and after some time, the activtrak system was able to identify the pupil. Despite having now identified the pupil, the treatment was delayed as the patient¿s pupil was out of range. Both surgeons spent several minutes coaching the patient and encouraging him to look at the fixation target however the patient expressed how difficult it was for him to do so. When the patient¿s pupil was within range, the surgeon fired the laser to begin treatment and attempted to use a weck-cel to cover and protect the hinge. However, every time she did so, the treatment paused. Treatment paused three times on that right eye before she removed the weck-cel completely and proceeded with treatment. After treatment was completed, the surgeon proceeded to replace the flap and noticed the hinge was now incomplete, and only about 25% of the hinge was still in tact. The flap was successfully replaced in its original position based on corneal markings and a bandage contact lens (bcl) was placed on the eye. Surgeon cancelled all remaining cases for the day. Additional information was received, post-op review was completed (B)(6) 2024, and (B)(6) 2024. Od visual acuity was 20/100. Inflammation was present od. No signs of epithelial ingrowth.